Manufacturer narrative:
Occupation: initial reporter is an attorney. Available is used to capture surgical intervention . Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015, the patient had surgery on his right arm to treat a traumatic injury to his right elbow. Since surgical implantation, patient experienced pain, limited range of motion and stiffness. During the course of patient follow-up treatment in (B)(6) 2017, the patient was informed his complaints were most likely due to secondary stiff elbow due to lose radial head with heterotopic ossification. The patient underwent radial head removal on (B)(6) 2018. The patient's physical condition has been permanently adversely affected; the patient is disfigured and has permanent limitations. This is report 2 of 2 for (B)(4).